Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). FDA notified: the initial reporter also notified the FDA on (04/18/2019) via medwatch # mw5085854. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that foreign matter occurred with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "material no: 328440. Batch no: unknown. It was reported: I noticed that the bd insulin syringes with the bd ultra-fine needle had black smudges near the top of the needle on the side of the syringe. Verbatim: black smudges on bd syringes with the bd ultra-fine needle. ; ½ unit, capacity 3/10 ml/cc; length 8 mm; gauze 31g. I purchased the above insulin syringes for my cat. My cat has diabetes. This insulin syringe is used by both people and animals. I noticed that the bd insulin syringes with the bd ultra-fine needle had black smudges near the top of the needle on the side of the syringe. All the needles in 2 boxes had black smudges. The MFR is testing the needles but is now for 1 ½ months that the needles are in the lab. I haven¿t heard need to be recalled, may be contaminated. If contaminated, insulin will be contaminated."